Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulation (scs) leads displaying high impedances. The patient underwent a procedure where the leads were removed and replaced with a new one. There were no reported complications postoperatively and the patient was noted to have recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: (B)(6). Sc-2316-70e sn (B)(6). Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked near the set screw mark of the clik anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor. Sc-2316-70e sn (B)(6). Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked near the set screw mark of the clik anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: 7081659.

Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulation (scs) leads displaying high impedances. The patient underwent a procedure where the leads were removed and replaced with a new one. There were no reported complications postoperatively and the patient was noted to have recovered.